Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. As the surgeon was inserting the lens into the eye, the pt moved. Once the lens was inserted, the lens did not center correctly. Lens was removed with no widened incision. Another lens was implanted. The surgeon sutured the lens to the sclera, two at each haptic and sutured to close the wound. The reporter stated there was no product allegation, the pt moved. Unk if lens was damaged.

Manufacturer narrative:
Lens sutured, incision sutured - (B)(4) pt moved, no device malfunction: (lens did not center in eye correctly) - (B)(4)